Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. After the lens was inserted and taking the ocular response analyzer reading, the lens was removed and exchanged for another same model lens of a different diopter size. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - the product pertaining to this claim has not been returned for evaluation. Based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).